Event description:
During an in-clinic follow-up, an episode of inappropriate anti-tachycardia pacing (atp) due to an incorrectly interpreted atrial fibrillation (af) was observed on the device. Abbott technical support was contacted, and the device was reprogrammed to avoid any further cases of inappropriate therapy. The patient was in stable condition.